Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v517496, implanted: (B)(6) 2010, explanted: (B)(6) 2012, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported the patient had a urinary tract infection. It was noted the patient experienced burning, itching, and pain when urinating. It was reported the patient went through several courses of antibiotics with the final prescription starting on (B)(6) 2011. It was noted the patient¿s symptoms resolved without sequelae on (B)(6) 2011.